Event description:
It was reported that the pump implantation proceeded well with no intraoperative difficulties. At the end of the procedure, in the recovery bay, the pump was programmed. They set a priming bolus according to the standard procedure to be followed by a continuous dose of 100 mcg/day of baclofen. The pt recovered from the anesthetic well, was talking, and moving all limbs. Two hours from the estimated completion of the priming bolus she gradually lapsed into deep sleep; impossible to be woken up, but was breathing well. The pump was stopped and the pt woke up 2 hours later. Next morning the pump was restarted and the pt did not experience any other adverse events. The pt recovered well with no residual neurological or other problem.

Manufacturer narrative:
.